Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. A new reservoir was implanted. Additional information was received. Reservoir was replaced and relocated. Device had difficult inflation. No adverse patient effects.